Event description:
On (B)(6) 2013, it was reported that the up button on the patient's infusion device has only been responding intermittently since (B)(6) 2013. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Product was received on (B)(4) 2013. The soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons function was tested successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.